Event description:
Telemetry central monitoring station turned off and came back up by itself. Per clinical staff no one was near the device, or interacting with it at the time. When the central monitoring station came back up, it failed to establish a connection with the monitoring network. As a result, two patients on the floor who were being monitored for central telemetry monitoring could not be monitored. Patients were transferred to a dash 4000 physiological monitor until the on-call technician could come and fix the central monitor. The central monitor was subsequently pulled from service the following morning and replaced with a loaner unit. Logs were pulled and sent to the ge engineering team for review. Manufacturer response for central cardiac monitor, ge (per site reporter): they are escalating the issue with their engineering team for further review.